Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy while the surgeon used the shaver the burr stopped and it was found that the shaft was broken. The broken part was retrieved out of the patient. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-8500obe was received for evaluation. Visual inspection identified oxidation at the distal end of the inner tube, below the burr blade. No other apparent issues were identified. Rotation of the inner tube is consistent, unencumbered, and there are no missing pieces. The device appears to work as intended. No signs of breakage were found. A probable cause for the oxidation can be attributed to exposure to water from the decontamination process, since the device was previously used in a procedure before returning for evaluation.